Event description:
A user facility reported oxygenator performance loss during venous-arterial (va) extracorporeal membrane oxygenation support during cardiopulmonary resuscitation utilizing the xlung kit 230. During resuscitation and installation of va support, no oxygenation was possible and post-oxygenator arterial oxygen was below 100 mmhg. An immediate conversion to another device (cardiohelp) was performed due to the hectic situation in the cardiac care unit/shock room. Ongoing resuscitation was performed. There was no indication of resulting patient serious injury. The complaint sample was discarded onsite and unavailable for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported oxygenator performance loss during venous-arterial (va) extracorporeal membrane oxygenation support during cardiopulmonary resuscitation utilizing the xlung kit 230. During resuscitation and installation of va support, no oxygenation was possible and post-oxygenator arterial oxygen was below 100 mmhg. An immediate conversion to another device (cardiohelp) was performed due to the hectic situation in the cardiac care unit/shock room. Ongoing resuscitation was performed. There was no indication of resulting patient serious injury. The complaint sample was discarded onsite and unavailable for product investigation.

Manufacturer narrative:
Additional information: b5, h6. Plant investigation: the complaint sample was discarded onsite and not available for evaluation. The batch of the product is unknown, and no further details concerning the product were provided. Similar complaints following the same failure pattern have previously been reported. A failure in the gas exchange fiber could be due to a problem with raw material and/or further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation, blood flow and sweep gas flow.